Manufacturer narrative:
The device has been received. However, the investigation has yet not begun. A supplemental report will be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that upon opening the package of the axium prime coil, the delivery/pusher within the sheath was noted to have been broken. The coil was not used to treat the patient. A new device was used to treat the patient. No additional information is available.

Manufacturer narrative:
The axium prime coil was returned for evaluation. The axium prime coil was found to be partially within the dispenser track. The guidewire clip was not present on the dispenser track. The axium prime coil was removed from the dispenser track. The axium prime pushwire was found to be broken near the proximal end with the release wire exposed. The distal portion of the pushwire segment was found to be bent near the proximal end. The axium prim implant coil appeared to be in good condition and attached to the pushwire within the introducer sheath. The axium prime coil was pushed out from within the introducer sheath for further evaluation. No defects were found on the implant coil. The pushwire outer diameter (od) was measured and found to be within specifications. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the axium prime coil analysis and on the event description, the report of product damaged/deformed out of package was confirmed; however, the cause for the damage to the axium prime coil could not be determined. Possible causes for this type of failure include damage or tampering to the packaging prior to use. It is possible that the axium prime pushwire became damaged during process of removal of the axium prime coil from its dispenser track. None of these factors could be ruled out as root cause for the event. The reported that the pushwire was bent; however, the axium prime pushwire was found to be bent and broken. It is possible that the additional damages to the pushwire occurred during return to medtronic for evaluation. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: slowly and simultane ously remove the axium prime detachable coil and introducer sheath from the dispenser track. Inspect proximal implant delivery pusher for irregularities. If irregularities exist, replace with a new axium prime detachable coil. Warnings: the axium¿ prime detachable coil, the dispenser track, and the introducer sheath are supplied in a sterile and non-pyrogenic, unopened and undamaged package. The package should be checked for potential damage. Damaged axium¿prime detachable coils must not be used, as they may result in patient injury. Also, do not use if sterile packaging has been compromised or damaged. If information is provided in the future, a supplemental report will be issued.